Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was left in the patient. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle fx/syndesmosis repair, while the surgeon was tensioning the tightrope xp, the suture snapped and the construct loosened. The surgeon was using the blue handles for tensioning. The patient had a skin infection so the surgeon opted not to open the lateral side and retrieve the button. The button was left in the patient. The skin infection was not related to any arthrex product. The case was completed with a second tightrope xp with no further incident.